Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported they are not able to charge the implant for about a week and a half to two weeks. Patient said the paddle gets really hot where the paddle meets the cord and the little relay box, they have to unplug and let the paddle cool off. Patient also said when they try to charge implanted neurostimulator they get 30% charge and the controller says the battery needs to be recharged and when they plug the recharger into the controller it shows 70%. Patient said they let the controller run for a little while and then plug it back in and it does the same thing over and over. Patient stated the controller completely locked down and would not do anything so they had to reset the controller several different times to get the controller to work. Patient mentioned they are having to charge their implant every 2. 5 to 3 days because of how long it is taking to charge. Patient confirmed there is no visible damage to the recharger (rtm) but the rtm has been getting hot since 3-4 months. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the rtm device.

Event description:
Additional information was received. Pt weight confirmed. It was also confirmed that the replacement recharger resolved the issue, however they stated that it wasn¿t the charge but the line on the paddle. The charger would not give them a full charge. The new device works great.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger h3. Analysis found non-conformances and the recharger was subsequently scrapped. The recharger got hot after running it at the donut end. Additionally, the following recharger failure occurred: poor recharge quality message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.